Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 48-year-old male with acute myocardial infarction and cardiogenic shock, pre-support clinical condition consistent with scai shock stage d, was supported with an impella cp device implanted percutaneously via the left femoral artery on (B)(6) 2026 at 12:27 pm. During impella support, hemolysis was suspected when the patient voided dark red/tinged urine at first urination; no foley catheter was in place. No laboratory studies were obtained to confirm hemolysis. Imaging was available and used to confirm good pump position, and there were no documented anatomic abnormalities of the heart or evidence of pump contact with the mitral valve apparatus. High afterload was identified as a contributing factor, and clinical management included reduction of afterload and decreasing pump speed to p6. It was unclear whether the suspected hemolysis resolved with these interventions; however, the clinical team elected to explant the impella on (B)(6) 2026 at 9:03 am, as it was believed the device had provided the necessary overnight support. Based on the available information, the patient experienced suspected hemolysis, identified by dark/tinged urine during impella cp support, which resolved following device explant. Imaging confirmed appropriate pump position, and high afterload was considered a contributing clinical factor. No device malfunction was identified, and no organ damage occurred. Hemolysis is a known risk associated with impella cp and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.